Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient experienced elevated blood glucose (bg) over 250mg/dl but under 500mg/dl with no reported signs or symptoms of hyperglycemia. Troubleshooting could not be completed at the time of initial contact. Customer technical support made attempts to contact the reporter for troubleshooting and additional information, without success. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation of a non-specific delivery issue.